Event description:
Today I tested positive on two binaxnow covid-19 antigen self-test but noticed before testing that the test strip on each test had a pink sample line, which is inconsistent with the instructions. FDA safety report ID# (B)(4).